Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary : the device was not returned for analysis, however performance data was collected from the device and analyzed. Analysis revealed no anomalies. (B)(4).

Event description:
It was reported that during an implant procedure, when the device was initially interrogated, the battery longevity box was "grayed out" and an observation suggested possible increased battery drain. Performance data was collected from the device and analyzed; analysis revealed an open extended telemetry session had been started on the device earlier in the day and based on this data, the device was determined to be safe for use. The device was implanted and remains in use. No patient complications have been reported as a result of this event.